Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 24 mg/dl while wearing the pod between 4 and 24 hours. Patient reportedly lost consciousness and was transported to the ER by paramedics. The pod was removed in the ER and patient was treated with sodium chloride and glucose intravenously, juice and food; she remained at the hospital at the time of reporting.